Event description:
This report is based on information provided by a philips field service engineer (fse) and has been investigated by the philips complaint handling team. A complaint was received by philips regarding the heartstart mrx, indicating that the battery was not functioning correctly. It was reported that there was no patient involvement. The fse evaluated the device on-site and identified the issue. It was confirmed that the device was not working properly due to a faulty battery. The bench repair technician replaced the battery, and the device successfully passed all performance assurance tests. Finally, the device was returned to the customer. After analyzing the available information and conducting testing, it has been determined that the reported problem was caused by a malfunctioning battery. The problem reported has been confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The fse resolved the issue by replacing the battery. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.